Manufacturer narrative:
Field service engineer (fse) investigated report that the generator console intermittently cuts off (blank) and replaced the sedecal generator console. Fse verified configuration and checked for proper function per service checklist and returned unit to full service.

Event description:
Customer reports via phone, they remember the system fluoro failed, but they have no information to provide, other than to say they know the patient is fine. No reported injury.